Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, microorganisms were detected from samples taken from the subject device as follows. The subject device had been disinfected with peracetic acid. There was no report of infection associated with this report. The auxiliary water channel: 4 cfu / 100 ml of microorganisms were detected. No indicator microorganisms were detected. The air/water channel: 51 cfu / 100 ml of microorganisms were detected. No indicator microorganisms were detected. The suction channel: 42 cfu / 100 ml of microorganisms were detected. No indicator microorganisms were detected. The instrument channel: 100 cfu / 100 ml of microorganism were detected. No indicator microorganisms were detected.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.